Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product is in route.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller ((B)(4)) was not returned to the manufacturer for analysis. Review of the controller log files revealed that one week prior to the event, there was a "pmc reset", which was most likely due to electrostatic discharge (esd). Log files revealed occurences of "vad stopped" alarms and "electrical fault" alarms on the date of the reported event, thus confirming the event. Applicable risk documentation and experience with events of similar circumstances were considered; the occurrence of a "pmc reset" followed by a "vad stopped" event with an "electrical fault" alarm indicates that the most likely cause of the reported vad stop is electrostatic discharge (esd), which caused or contributed to data corruption in the pump motor controller and led to a pump stop. Investigations with malfunctions involving esd events have been investigated in an internal investigation which resulted in an fsca notification and the addition of an esd shield to the controller. The reported controllers were manufactured prior to the implementation of corrective and preventive actions. The fsca apr2013 field communication alerted clinicians to the potential for electrostatic discharge and provided recommended steps to avoid or minimize the potential for esd occurrence; fsca apr2013.1 was issued as an expansion of fsca apr2013 to remove affected controllers susceptible to esd. Heartware distributed a field safety correction notice (fsca apr2013) following two incidents of patient deaths where the electrostatic discharge (esd) was suspected to cause or contribute to data corruption in the pump motor controller (pmc) resulting in a loss of commutation. Heartware has not demonstrated conclusively that esd caused the events in the field; only that symptoms are consistent with an esd challenge replicated in the laboratory. Static electricity is widely present and more so in certain conditions such as in drier environments and in the vicinity of certain materials and fabrics such as silk clothing and carpeting. Discharge of static electricity commonly referred to as electrostatic discharge (esd) may interfere with electronic equipment. The heartware® controller, as a piece of electronic equipment, is susceptible to esd. The fsca apr2013 field communication alerted clinicians to the potential for electrostatic discharge and provided recommended steps to avoid or minimize the potential for esd occurrence. Fsca apr2013.1 was issued as an expansion of fsca apr2013 to remove affected controllers susceptible to esd. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately twenty months after the implantation, the patient was attending his outpatient clinic for a planned driveline sheath repair. During this visit he reported that he had recently had controller ((B)(4)) electrical fault alarms followed by a vad stop. He reported that the alarms resolved within five to eight seconds. A preliminary review of the log files confirmed the electrical fault and vad stop events. The controller was exchanged (for (B)(4)) with no reported patient injury. Investigation is ongoing.